Manufacturer narrative:
The device was discarded and will not return for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous intervention was performed, to treat the right renal artery. Balloon angioplasty was performed and a herculink elite stent delivery system (sds) advanced when resistance was noted due to anatomy. During sds retraction, resistance was felt with anatomy and the stent dislodged from the delivery system. The stent was partially in the aorta and partially in the right renal artery. Snare was used to successfully retrieve the device. Nothing was left in the patient's anatomy. It was decided to complete the procedure without placing a stent. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. The resistance during advancement and removal was likely due to interaction with the anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in dislodgment during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a percutaneous intervention was performed, to treat the right renal artery. Balloon angioplasty was performed and a herculink elite stent delivery system (sds) advanced when resistance was noted due to anatomy. During sds retraction, resistance was felt with anatomy and the stent dislodged from the delivery system. The stent was partially in the aorta and partially in the right renal artery. Snare was used to successfully retrieve the device. Nothing was left in the patient's anatomy. It was decided to complete the procedure without placing a stent. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.